Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was having persistent alarms for a gas leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) arrived on site and evaluated the iabp unit, when powered up was able to run the system on a test catheter without any gas leak or gas loss alarms, and also the all autofill tests passed while in service mode. However, the drive manifold test failed, both the vacuum and pressure leak differential pressure exceeded the acceptable level of ±25 mmhg (vacuum) & ±55 mmhg (pressure). To fix the issue the fse replaced the drive manifold within the pneumatic assembly, which in return passed the drive manifold leak test and the vacuum leak diff pressure improved from 37 to 3mmhg and pressure leak diff. Pressure improved from -64 to -3 mmhg. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.